Manufacturer narrative:
The battery cap has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient experienced blood glucose levels elevated to 350 mg/dl with increased thirst, frequent urination, and nausea. The reporter indicated that the pump had rebooted twice in the past two weeks. Troubleshooting of the power issue indicated that battery cap was not tightened until the yellow o-ring was no longer visible as instructed in the user guide. The reporter confirmed that there was no damage to the battery compartment or cap and was able to securely fasten the battery cap to the pump during troubleshooting. This report is made based on the allegation that the patient experienced hyperglycemia related to a power issue resulting from user error of the battery cap device by not securing the battery cap appropriately.